Event description:
Customer reported that she was laying on the couch, had a very low blood glucose level and fell off the couch; the belt clip broke off the insulin pump. Customer stated her husband found her and they were able to treat. Customer stated her blood glucose was low, but did not know how low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.